Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Evaluation confirmed the balloon was rupture. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that on the morning of the third day after radical prostatectomy, the patient developed urinary leakage and discomfort while using foley catheter. When the urinary catheter was pulled out, it was found that the balloon burst and the fragments of the burst balloon were incomplete, and a small fragment remained in the patient's body. It was unknown whether the fragments were automatically removed from the body, and medical staff would arrange ultrasound-guided re-operation to remove the fragments if necessary.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the morning of the third day after radical prostatectomy, the patient developed urinary leakage and discomfort while using foley catheter. When the urinary catheter was pulled out, it was found that the balloon burst and the fragments of the burst balloon were incomplete, and a small fragment remained in the patient's body. It was unknown whether the fragments were automatically removed from the body, and medical staff would arrange ultrasound-guided re-operation to remove the fragments if necessary.